Event description:
Per the clinic, the patient experienced an extrusion of the device, subsequent to sustaining a head injury. Correction: the date of explant is on (B)(6) 2024, as previously reported.

Manufacturer narrative:
Presc.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.